Manufacturer narrative:
A steris service technician inspected the sensor bar and identified that the bolts securing the sensor bar to the door became worn over time, allowing the sensor bar to detach from the door. The unit was manufactured in 2008 and is serviced and maintained by the user facility. After the steris service technician repaired the unit, not additional issues with the sensor bar have been reported.

Manufacturer narrative:
All instruments involved with the cycle were rinsed off to remove any possible glass residue and the load was reprocessed in a separate reliance vision multi-chamber washer/disinfector. No injury, procedural delays, or cancellations were reported. A steris service technician arrived on site, inspected the unit, and found that the dry section unload door was shattered. The technician replaced the shattered door and re-secured the sensor bar. To re-secure the sensor bar, loctite was applied to every bolt on the door. The unit was then tested and confirmed to be operating according to specification. The unit is not under steris contract for maintenance service. The investigation is currently in process, a follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported the clean side sensor bar detached from one side of their reliance vision multi-chamber washer/disinfector door causing the bar to become wedged between the manifold and the door at the conclusion of a processing cycle. The door window then shattered due to the pressure put on the door.